Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicated that the speaker cable was disconnected which caused the speaker malfunction. Based on the information available and the testing conducted, the cause of the reported problem was a disconnected speaker cable. The reported problem was confirmed. The device was operational to its specification after the speaker cable was reconnected. The device was returned to the customer. It has been concluded that no further action is required at this time. E1: reporting addrss state: (B)(6).

Event description:
During evaluation at bench for an unrelated issue it was identified that the device displayed a speaker malfunction error and had no audio. The device was in use on a patient. There was no report of patient or user harm.